Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during therapy initiated on (B)(6) 2014 22:54:09. During night drain cycle one, the patient's ultrafiltration reading was 1303ml, indicating the home patient (hp) drained 1303ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported event was confirmed through review of the event history logs. The cause of the reported issue was determined to be due to a false empty detect during the initial drain and a false empty detect at the patient's previous therapy last drain. Initial drain volume setting requirements for therapy were met based on the patient's last programmed fill volume. Should additional relevant information become available, a follow-up report will be submitted.